Manufacturer narrative:
The event occurred at (B)(6) memorial hospital, (B)(6). It was reported that the pump was discarded and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on biventricular extracorporeal circulatory support due to left ventricular and right ventricular infarction. Before implantation, the patient was placed on extracorporeal membrane oxygenation (ECMO) support for 7 days for cardiogenic shock due to acute myocardial infarction. Reportedly, there was no thrombosis in the tubing and pump during biventricular assist device support. When the patient was transferred to the or for a scheduled heart transplant, the patient¿s saturation level suddenly decreased and the patient developed brown urine. Pulmonary embolism was ruled out. The transplant was performed; however, the patient developed multi-organ failure and unspecified brain damage post-transplant. Reportedly, it was not known if these issues were related to the pump or ECMO support. When the rvad was removed, thrombus was found inside of the rvad pump. There was no pump thrombosis in the lvad. The patient recovered slowly after continuous veno-venous hemofiltration (cvvh) and other unspecified treatment. The patient required rehabilitation due to brain damage. The patient's liver and renal function improved. No additional information was provided.

Manufacturer narrative:
Corrected information ¿ the lot number of the device was corrected from l05045-la8 to l05249-la5; therefore, the expiration date and manufacture date were updated. The report of thrombus within the blood pump was confirmed through submitted photographs, which could have contributed to the reported signs of hemolysis; however, a direct correlation between the blood pump and the reported organ and brain dysfunction could not be conclusively determined through this evaluation. Review of the submitted photos revealed a thrombus formation within the blood pump. The thrombus was situated around the pump rotor, was dark red in color, and appeared to have a stringy structure. The origin and a duration of time for which the thrombus was present in the blood pump could not be determined. A specific cause for the development of the thrombus formation could not be conclusively determined through this evaluation; however, the thrombus was very large and could have contributed to the reported signs of hemolysis. The blood pump was reportedly disposed by the center and was not available for investigation. Embolic phenomena, hemolysis, neurologic dysfunction, and end organ dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of the ous centrimag ventricular assist device. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.